Event description:
Loss of osseointegration, thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, mobility patient came to office (B)(6) 2019 reporting loose implant - it was so loose, instrumentation not needed to remove.